Event description:
I have worn contacts for over 20 yrs. I had recently purchased a bottle of clear care thinking it was a no rub multi-solution contact cleaner. The front label said no rub, cleans, disinfects exactly like the handful of different no rub brands of multi-solution I am used to - sorry, I have never heard that a red tip somehow should have been known as some kind of danger. I dowsed my contact with clear care and inserted the contact and then the next moment brought the most scorching pain I have ever felt. Nowhere on the front label does it state that you are not to put this solution in your eye! Very poor labeling. I flushed my eye with water and it has been three hours and my eye is still red and stinging. Dose or amount: .5 ounce. Frequency: one time. Dates of use: (B)(6) 2010. Diagnosis or reason for use: contact multi-solution. Event abated after use: yes.